Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual inspection of the returned mlx light source found customer applied labels and no visible external, physical damage. Internal inspection found no loose, missing or damaged components. Also, the heat extended mirror was properly in-place and the bulb in the lamp module was not discolored. The unit powered "on," the lamp immediately ignited, the fans were operating and the attenuator was functioning properly. The light source stayed powered "on" for 1/2 hour with no burning smell was emitted from the unit. This mlx light source tested within specifications. The reported complaint was unconfirmed. UDI #: (B)(4).

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the 00mlx mlx 300w xenon lightsource has a burning smell every time he plugs in a fiberoptic cable. Additional information received on 01feb2019 reported that the product problem was discovered before an unspecified procedure. It is unknown if the patient was prepped for surgery and if there was a surgical delay. There was no patient contact or patient injury reported. The action that was taken after the product problem occurred was that the device was swapped out.